Event description:
Part (B)(6) flexicoupler and jelly tab combo pack - adverse reaction to supplies. Customer reports on (B)(6) patient had an adverse reaction to supplies. A photograph was submitted by the parents of the baby.

Manufacturer narrative:
Follow up report 001 ref natus complaint#(B)(4). Unable to carry out any further investigation as the affected product was discarded by the customer. No related capas. Risk ratings: per (B)(4) risk analysis, hazard ID 9.1 - skin irritant used in earphone construction. Earphone causes skin irritation. Effects (harm) - biological reaction on user/patient. Residual risk - minor. Failure confirmed: no. Investigation result code: neuro sbu/product not returned.

Event description:
Part 011445 flexicoupler and jelly tab combo pack - adverse reaction to supplies. Customer reports on (B)(6) 2024 patient had an adverse reaction to supplies. A photograph was submitted by the parents of the baby.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Serial number of the affected product was not confirmed. Customer reports on (B)(6) 2024 patient had an adverse reaction to supplies, and provided pictures. Customer confirmed they no longer have the disposable flexicouplers that were used or the package as they were discarded following the hearing screening. Various follow up attempts were made to gain further information from the customer. (B)(6) 2024 the customer reports "due to the delay in understanding the capturing and reporting of this type of incident by their team and other circumstances, they will not be able to adequately capture the information needed for fair assessment, and asked natus to close this incident and they will take note for any future incidents on correct process.". Final review of details, before closure of this case.